Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The territory manager reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017. Customer was treated with insulin drip. The customer was unsure is she is wearing the insulin pump prior to hospitalization. It was reported that the insulin pump buttons were unresponsive. There is no significant event leading to keypad anomaly was observed. Customer confirmed that the time was advancing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with intermittent all the buttons response due to flattened all the buttons dome switch . Pump recieved with no moisture damage on keypad traces noted. Keypad connector was fully locked. No cosmetic damage on case noted.